Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that the device was broken at the joint between the shank and the blade. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a facial surgical procedure, the blade broke. It was also reported that all the broken pieces were retrieved and there was no delay to the procedure as a result of this event. It was further reported that another blade was available to successfully complete the procedure.